Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that last week the buttons on the insulin pump were not responding during a bolus attempt and no it alarmed button error. Customer stated that it was hot, the device was on the customer's thigh and customer was sweating but did not believe it was exposed to moisture. Blood glucose value is unknown but customer stated it was normal. Customer was advised to discontinue the use of the device and revert to a backup plan. The local office would be contacted to arrange the replacement.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms noted during testing. The pump was received with a broken belt clip slot, a cracked reservoir tube lip, and a missing end cap sticker.